Event description:
Information received from the field notes that the patient reported for a follow-up in intrinsic rhythm. The device could not be interrogated nor set to magnet mode. Attempts to collect a device image resulted in an "operation failed" message. The device exhibited multiple telemetry errors.